Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increased of capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.